Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2 stability was not achieved before prosthetic restoration & there was a problem with osseointegration.

Event description:
The consumer reported that the patient had a tooth type of 2 stability was not achieved before prosthetic restoration & there was a problem with osseointegration.